Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of essure coil received within the specimen and a 3.5cm in length, 0.1 cm diameter detached portion of essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included paratubal cyst and parity 4. Concurrent conditions included painful joints, heavy periods, foggy feeling in head and multifollicular ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin conditions"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, teratoma, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, nausea, pelvic pain, psychological trauma, teratoma, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Discrepancy noted: previous date of insertion: (B)(6) 2013. In current pfs date of insertion: (B)(6) 2014. The left cornua was probed and there were two coils there along with a plastic sheath. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage, alopecia quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portion of essure coil received within the specimen and a 3.5cm in length, 0.1 cm diameter detached portion of essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included paratubal cyst and parity 4. Concurrent conditions included painful joints, heavy periods, foggy feeling in head and multifollicular ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin conditions"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, teratoma, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, nausea, pelvic pain, psychological trauma, teratoma, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Discrepancy noted: previous date of insertion: (B)(6) 2013. In current pfs date of insertion: (B)(6) 2014. The left cornua was probed and there were two coils there along with a plastic sheath. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage, alopecia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: this case become serious incident. Mr received. Reporter information, medical history, date explanted, event "portion of essure coil received within the specimen and a 3.5cm in length, 0.1 cm diameter detached portion of essure coil", auto narrative supplement and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.